Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic vascular procedure. The procedure was completed as planned. It was reported to philips that c-arm geometry movement was not working. Customer informed the rse that the staff reported the system movements are not functioning. Upon troubleshooting, the philips field service engineer (fse)went onsite, checked the database and found that the beam z rotation movement was intermittent, and it was not working and knob on the flex move was cracked. To resolve the issue, fse replaced broken knob. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.